Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. Three images of a 4 fr powerpicc catheter were provided for evaluation. The first image showed the catheter implanted and secured within a patient. Blood residues is visible at the insertion site. The second image shows a product label indicating lot: regy0240. The third image shows a semi-circumferential split in the catheter tubing. The exact location of the split on the catheter could not be determined from the images. Without the physical sample, functional testing and microscopic examination could not be conducted. There were no distinguishing features visible in the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported they have noticed a extravasation and upon removal, it appears that there is a break in the device. They explained that after seeing the extravasation that was occurring, they decided to remove the PICC and realized that there was a breakage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported they have noticed a extravasation and upon removal, it appears that there is a break in the device. They explained that after seeing the extravasation that was occurring, they decided to remove the PICC and realized that there was a breakage.